Event description:
Boston scientific received information that there was a power anomaly with the communicator. A boston scientific company representative verified that there a recent storm or power outage occurred and that the light on the cord was steady. The company representative advised to unplug the power cord from the wall outlet and the communicator but power cycle did not restore the communicator as the light on the power brick was on but there were no lights on the communicator. Furthermore, additional information indicated that the patient reported seeing smoke coming from the old communicator after an electrical storm. The communicator will be replaced and a return label was sent. No adverse patient effects were reported.